Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigation's for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event.

Event description:
During an ablation procedure, it was reported that following two successful ablations and pullbacks, heat accumulation on the noise mask was not observed. The surgeon removed their foot from the foot pedal and the probe connection to the portable connector module (pcm) was checked. Thermal fusion was noted on the e2k-to-e2k connector between the probe laser fiber and the pcm. A backup pcm and new probe was used to resume the case. There were no patient complications reported in relation to this event.